Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device a was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, one scissor clips and six conforming clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A review of the manufacturing records was performed and all final quality release criteria were met before the batches were released for distribution; no non conformance reports were associated with lot and batch number identified within this complaint file. The analysis results found that the device b was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. In addition, several scissor clips were return in the same package with the device. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # j90391; expiration date: 12/2017; manufacturing date: 01/2012.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.